Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information as received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient underwent multiple revisions for infection following primary tha at an outside institute. 2 revisions reported separately. Update: it was reported that the infection persisted and the patient had a resection all of the products (including all initial ones placed in (B)(6) 2014 and the poly exchanged in (B)(6) 2014).

Manufacturer narrative:
Additional devices listed in this report: cat 626-00-42e mdm liner cementless lot code 46798301; cat 18-28-3 biolox delta ceramic c taper femoral head lot code 47395301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Additional devices listed in this report: cat 18-28-3 biolox delta ceramic c-taper femoral head, 28mm lot code 32761101; cat 6051-0730s secur-fit max, 132 neck angle hip stem lot code mjtkew; cat 2080-0040 restoration gap plate screw, 6.5mm lot code mna848. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient underwent multiple revisions for infection following primary tha at an outside institute. 2 revisions reported separately. Update, doa (B)(6) 2014: it was reported that the infection persisted and the patient had a resection all of the products (including all initial ones placed in (B)(6) 2014 and the poly exchanged in (B)(6) 2014).

Event description:
It was reported that patient underwent multiple revisions for infection following primary tha at an outside institute. 2 revisions reported separately.